Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: a 1699tc lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a false elective replacement indicator (eri) trigger and was pacing at vvi 65. It was noted that on the date of the eri, the device reported a low right ventricular (rv) lead impedance measurement. The device was reprogrammed out of vvi 65 and it showed approximately 6 years remains on the battery life. The low impedance reading could not be replicated. The device remains in use. No patient complications have been reported as a result of this event.